Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 66mm abdominal aortic aneurysm. It was reported that when contralateral cannulation of the bifurcated stent graft was performed bleeding was observed from between the front grip and the external slider. As there was quite a lot of leakage, after cannulation, the ipsilateral distal portion was deployed promptly and the delivery system removed. There were no issues reported with the device such as being stuck during removal. The delivery system was also visually checked and there were no cracks or other issues noted. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A sheath was not used when inserting the bifurcated stent graft. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device return date. Device evaluation summary: there was no deformation visible on the delivery system. Congealed bold residue was visible on the trigger and the handle tab. No issue was observed when retracting and advancing the external slider by rotation or use of the trigger. The handle was disassembled. The o ring was present and correctly positioned. Blood was visible on the inner components of the handle. If information is provided in the future, a supplemental report will be issued.